Manufacturer narrative:
A steris service technician arrived on site to inspect the washer and found the leak to be originating from the washer door. Further inspection revealed a small gap between the door and the door seal. The technician installed a steel washer in between the door and shroud to eliminate the gap. The washer was tested, confirmed operational and returned to service.

Event description:
The user facility reported that a reliance 333 washer is leaking. No injuries were reported. No procedural delays or cancellations occurred.